Event description:
The patient called lifescan (lfs) france and alleged that his meter was reading inaccurately erratic. The patient reported resulted of 284, 394, 257, and 269 mg/dl. The tests were performed within 10 minutes. The patient reported no symptoms at the time of testing. Two control solution tests were performed with one vial of test strips and they failed. The patient opened a second vial of test strips and performed two more control solution tests, both passed. The patient also performed two more blood glucose tests with results of 216 and 217 mg/dl. The second vial of test strips appeared to be in good condition, codes matched, and the techniques for applying the blood to the test strip and for cleaning the puncture site were correct.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it.